Event description:
Additional information was received from a manufacturer representative (rep). When asked to clarify what was meant by the interstim system was a "bovie" device rep reports the boston representative told the patient that the interstim therapy is not a bipolar battery but a bovie battery and that is what caused the early depletion of her spinal cord stimulator. I spoke with tech services. We call the battery a primary cell battery. I believe the boston scientific representative was referring to cautery used during the case but she would not know what was used since she wasn't there. I spoke with the patient again after speaking with tech services. The patient reported that the issue with recharging her spinal cord stimulator started about 2-3 weeks ago. She had her interstim placed back in december I believe. The patient will schedule to have her spinal cord stimulator replaced. The issue was not resolved, the patient was told that she'll need to get her spinal cord stimulator replaced. It is unknown the cause of her spinal cord stimulator not recharging now. Information was received from a manufacturer's representative (rep) via a patient regarding an implantable neurostimulator. The reason for call was caller stated that the patient reported that her boston scientific spinal cord stimulation is not recharging. Caller stated that they got the patient a new charger, but that did not resolve the issue. Caller said the patient met with the boston scientific representative today and as soon as they got done meeting with the representative, the patient called the caller in a fury, blaming it on the [(B)(6)] device because that's what the boston sci representative told her. The exact timing of the boston sci stimulator failure isn't known by caller but it was sometime after the [(B)(6) interstim] implant. Caller was not part of the procedure when the device was placed but stated that their co-worker (B)(6) was there. Caller asked if the patient was having any other issues other than recharging, and caller said that the therapy is not working now and is not taking charge and the battery is totally depleted now. The [(B)(6) interstim] device is on the opposite side of the body from the boston stimulator. The boston rep indicated that the boston stimulator was affected by the [(B)(6) interstim] system implant because the [(B)(6) interstim] system is a "bovie" device. Tss reviewed bovie cautery types and predominant use of unipolar cautery for most surgeries and how this can interact with and potentially damage neurostimutors. It's unknown what happened to the boston sci device at this time. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).